Event description:
Report received of the device powering off without alarming. The pump was being evaluated in the pharmacy. After programming the pump, the pharmacy technician set the pump down on the table, and the pump spontaneously powered off without alarming. All settings were lost. The device was reprogrammed and placed on the table, and the device again powered off without alarming. This occurred a total of three times. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.